Event description:
It was reported that the patient's parents complained about the patient's performance. The last fitting was carried out on (B)(6) 2010, with only 6 electrode channels being switched on. The patient was re-implanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.